Event description:
It was reported that during clinic follow up, the patient pacemaker (pm) exhibited under sensing resulting in inappropriate mode switch. The pm was reprogrammed to resolve the issue. The patient was stable throughout.